Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files sent for review contained two separate loss of external power events. The event on 15apr2026 occurred while the patient was connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. The system controller did switch appropriately to the emergency backup battery (ebb) when external power was lost. The second event on 18apr2026 appeared to be a result of a simultaneous controller lead disconnect from external power. These events appeared to resolve once external power was restored. No other controller alarms or any abnormal pump faults were seen in the log. The pump appeared to be operating as intended.